Event description:
It was reported that the nim vital console had electrode detection problem, system displayed "patient interface failure detected. Attempt at resolution. If the problem persists, contact technical support". There was no patient impact.

Manufacturer narrative:
H3: product analysis concluded that there was no fault found with the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available for product ID: nim4cpb1, serial/lot #: (B)(6) as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes of fdm b21 fdr c21 and fdc d16 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for product ID: nim4cpb1, serial/lot #: (B)(6) /223107951 found that the reported fault was not confirmed, the device recognizes/detects all electrodes however the top enclosure was damaged. H6: previously applied code of fdc d16 is no longer applicable. Code of fdr c070601 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) /223107951. Additional code of img g04070 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) /223107951 . Previously applied additional code of img g02005 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.